Event description:
The patient reported that they had been hospitalized for a few days with hypoglycemia but could not remember the exact date they were admitted to the intensive care unit. The patient's blood glucose levels declined to 38 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that she contacted her father for assistance before losing consciousness. Her father then contacted 911. Symptoms reported include loss of consciousness, dizziness, shaking, nausea and coma. The patient was treated with glucose. The patient was released on (B)(6) 2024. The patient removed the pod prior to hospitalization.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.